Manufacturer narrative:
The front bezel was returned to failure investigation for analysis. Cracks and damage to the enclosure were noted. No further investigation is required.

Manufacturer narrative:
G4:02apr2021. B4:05apr2021. The philips field service engineer replaced the front bezel assembly to resolve the reported issue. The device fully met specification after repair and was returned to use. Parts were not received for failure investigation and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
It was reported to philips that the device had a failure with the navigation ring. The device was not in clinical use at the time of the event. This issue occurred during set up for use. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.